Event description:
It was reported by the customer the patient was implanted with a PICC catheter on (B)(6) 2023, 37cm was inserted, 6cm was exposed, the catheter was maintained today, the puncture point scale was 37cm, the catheter was found to be leaking when flushing, a tear was found at the 40cm scale during the examination, the catheter was trimmed under pseudo-sterile conditions, the connector was replaced, the catheter was withdrawn to 36cm, and another tear was found at 36cm when flushing the catheter (at this moment, it was originally in the blood vessel without creases), the catheter was continued to be withdrawn to 33cm, the catheter was trimmed to below 36cm under sterile conditions, the connector was replaced, the catheter was not found to leak from the flushing tube, it was properly fixed, and it was closely observed. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation